Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made without unique manufacturer/device serial numbers. The baseline gender/age characteristic is male/82 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:leadless pacemaker implantation: a feasible and reasonable option in transcatheter heart valve replacement patients pace - pacing and clinical electrophysiology. 2019; 42(5):542-547. 10.1111/pace.13648. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the delivery system for a leadless pacemaker. The authors described a case where the delivery system was rigid and maneuvering challenging especially in an elderly population with tortuous and angulated venous anatomy. The patient developed a pseudo-aneurysm and a stent was placed. The disposition of the delivery system and introducer is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.